Event description:
Information was received regarding multiple patients who were implanted with neurostimulators. It was reported that, during an internet search for patients who were implanted with a device model, it was found that multiple patients' leads had traveled. It was unknown of how many patients there were, who they were, or when the issues occurred. There were no symptoms reported.